Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not alarmed with no reservoir detached. Customer stated that insulin did not exit and the pump alarmed insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device failed rewind, prime/seating, and displacement tests. The motor failed to rewind and load correctly. After further review of the unit's interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards, assemblies, or on the motor itself. Unable to perform basic occlusion, force sensor, occlusion tests due to some problem with the electronics.